Event description:
It was reported that the balloon and tip separated from the catheter during use. A second catheter was used to successfully retrieve the broken catheter tip. No patient injury reported as a result of this event.